Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as only the haptic touch the eye in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting the z9002 intraocular lens (iol) into the patient's right eye, the surgeon noticed a crack in the lens. The haptic touched the patient's eye. There was no medical or surgical intervention required. Another z9002, same diopter, was implanted as a replacement. The patient was reported doing good post-op. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/21/2018. Returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection showed that the product was received with the lens cut and a haptic detached. Viscoelastic residue was noted. The complaint issue reported as iol torn was confirmed; however, due the condition of the returned lens the complaint could not be related to the manufacturing process; it could be related to the handling process. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Another complaint was found under this production order; however, was not related to this complaint. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.